Event description:
Caller reported that touchscreen on insulin pump was cracked and shattered, resulting in an unresponsive and illegible display. Due to this malfunction, customer's blood glucose level exceeded 500 mg/dl, with the display showing a "high" value. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). As a corrective action, technical support arranged to replace the pump with one that has updated software. Customer was instructed on the steps to follow upon receiving the replacement pump and on how to send back the damaged pump. Customer understood and acknowledged all instructions. Customer reverted to an alternative method of insulin therapy.